Event description:
It was reported that a spectrum infusion pump was alarming sys error 322. Any pt injury or involvement is unk.

Manufacturer narrative:
(B)(4). The device has been rec'd by baxter for eval. The investigation has not been completed at this time. A supplemental report will be provided when the investigation is completed.